Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 where mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. Following insertion, the patient experienced infection, urinary problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following the insertion the patient experienced mixed urinary incontinence, cystocele, rectocele and urinary hesitancy. It was reported that the patient underwent mesh revision on (B)(6)2011 by dr. (B)(6).